Manufacturer narrative:
Device not returned. Unfortunately, the valve was not returned for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis and regurgitation was likely a result of the calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years due to aortic stenosis and regurgitation, with calcification. An operative report was provided which states "severe prosthetic valve degeneration with severe aortic stenosis and mild to moderate aortic insufficiency." The patient is a (B)(6) who had a history of aortic valve replacement and single-vessel coronary artery bypass grafting. Aortic valve gradient was 15 or 20 mmhg to now between 80 and 100 mmhg peak gradient across his aortic valve. The transesophageal echocardiogram was performed and this demonstrated severe aortic stenosis, severe aortic insufficiency, which is a change from his preoperative echo, as well as now having severe mitral regurgitation due to a large central leak. The valve was replaced with another edwards bioprosthetic valve with no perivalvular leak and no regurgitation. There were no operative complications reported. The surgeon also noted that there was not a malfunction of the explanted valve.